Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was unconscious and hospitalized due to high blood glucose value. Customer also mentioned that the insulin pump was not giving any alerts. Customer's blood glucose value was 723mg/dl. Customer had multiple injections that morning. Customer denied to troubleshoot. Insulin pump will not be returned for analysis.